Event description:
Caller states that the pt tested 5.0 inr and 2.8 inr on the same device/same strip lot during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.